Event description:
It was reported that an arteriotomy closure of the mildly calcified and scarred left common femoral artery was attempted using a proglide device with a 6fr sheath, after a coronary interventional procedure. Reportedly, when the foot was deployed, a loud sound was heard. The foot was retracted and when being removed, the black sheath was not attached to the device and remained in the patient. A cut down was performed to remove the sheath and close the artery. A clinically significant delay in the procedure was noted. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, maude voluntary report #(B)(4) was received stating: 'volun (B)(4) 2013: cardiologist was deploying a perclose to the pt's left femoral artery. After the needles of the perclose were deployed and the foot plate was retracted, he pulled the device back and at that time realized that the perclose broke off in the pt's artery. After going ahead and finishing pushing the knot of the perclose suture down to the arteriotomy, pressure was applied until hemostasis was obtained. Cardiovascular surgeon was then consulted and pt taken to surgery to remove part of the device.'

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath detachment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of sheath detachment reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.